Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A follow up MDR will be submitted if additional information is received. System logs were not available for review at this time.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient complained of chest pain and it was determined that the patient had developed a pneumothorax. A chest tube was placed, and the patient will be kept overnight with plans to remove the chest tube the next day. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.